Manufacturer narrative:
An additional aortic tag thoracic endoprosthesis (ctag) item number tgu373720 was also involved with this complaint. The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 a patient underwent elective endovascular treatment of an asymptomatic acute dissection in zone 3, which extended to zone 11. The tevar indication was pain and refractory hypertension. The primary entry tear was located in zone 3 and was covered. Two conformable gore® tag® thoracic endoprostheses (tgu343410 and tgu373720) were implanted within zones 3 and 4, with coverage extending distally to zone 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 33mm, in zone 3. Additionally a branch procedure involving the celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) and left and right common iliac arteries was performed. Post branch treatment all were reported to be patent with no reported coverage of the lsa. No postoperative complications were reported for the patient. The patient was transferred to the intensive care unit and discharged to home on postoperative day (pod) 3. The maximum aortic diameter within the treated area at discharge was not provided. The patient underwent follow up visits on unknown pod(s): 58, 413 and 834. On an unknown date, approximately pod 58, follow up imaging reported proximal extension of the dissection to zone 2; the aortic diameter within the treated aorta, evg measured 33mm. On an unknown date, approximately pod 430, follow up imaging reported the aortic diameter within the treated aorta, evg measured 38.8mm. On an unknown date, approximately pod 784, follow up imaging reported distal extension of the dissection to zone 11; the aortic diameter within the treated aorta, evg measured 34mm.